Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted to treat degenerative joint disease of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. There procedure was completed without reported complications. Product information is provided on page 6. Patient received a left knee revision to treat chronic progressive pain secondary to tibial tray loosening. Upon entering the joint, the surgeon identifies, debrides, and send for culture tibial scar tissue and tibial edema. The tibial tray is grossly loose and debonded at the cement to implant interface and revised. The femoral component is well- fixed but revised. The patella is well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2016, doi: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening, and 1 unrelated. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 60, by product family: 182 (63x smartset ghv, 119x smartset gmv). Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements.